Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error was verified. Based on the analysis, the alleged incorrect history issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, it was reported that the pump history was inaccurately displayed. The contact declined to perform troubleshooting with tandem technical support. Customer's blood glucose was 97 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.